Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian that the patient's blood glucose level rose up to 400 mg/dl while wearing the pod between 37 and 48 hours despite multiple bolus correction attempts. When removed from the infusion site (arm), the cannula was observed to be blocked. The patient reported not receiving any occlusion alerts while using the device. As treatment, a new pod was applied.